Manufacturer narrative:
E1: patient city: (B)(6). Patient country: south africa.

Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was quick release.the infusion set was in use for one day. The insertion site was upper buttocks the patient replaced infusion sets and resumed insulin. No further information was available.